Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the epoxy is cracked but not broken. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported that the following as cracked: ar-611-6, ar-611-sm05 and ar-611-sm10.